Manufacturer narrative:
Unit passed self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing. Unit was successfully downloaded using thus for history files and traces. Stuck key alarm w present on 07/10/2024 10:14 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor assemblies. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing. Keypad unresponsive is not confirmed. The keypad was responsive during testing. Exposed to moisture is confirmed at the electronic stack and motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad, button, or unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1781k. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The stuck button alert was caused by the customer engaging in swimming prior to the button sticking issue. Troubleshooting was performed, and the insulin pump has not been exposed to altitude change. Time does advance when the display screen observed. No harm requiring medical intervention was reported. Mmt-1781k was requested, and the customer response was that the device would be returned.